Manufacturer narrative:
The customer's site was inspected, and it was confirmed that a preanalytical issue caused the event. The investigation determined the event was due to a preanalytical issue with the patient sample at the customer's site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable glucose hk gen.3 assay result for one patient sample tested on the cobas c 503 analytical unit. The initial result was 6.55 mmol/l (6.6 mmol/l). The repeat result was 4.53 mmol/l (4.5 mmol/l). The initial result was inconsistent with the patient's condition, prompting the rerun.